Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow, once the analysis has been completed.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and a blood glucose reading of 590 mg/dl. The customer stated she was getting no delivery alarms prior to the hospitalization. Nothing further was reported.